Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in hospital on an unknown date with blood glucose level 512 mg/dl. Customer¿s blood glucose level was 253 mg/dl. Customer treated high blood glucose with insulin pump. Customer also stated that the insulin pump had no delivery alarm. The device will not be returned for analysis.